Event description:
Additional information received from the consumer reported that nothing worked so the patient's stimulator was turned off after several attempts to adjust it at the hcp's office and at home. The feeling of stimulation closer to the implant site had resolved only after turning the stimulator off. The patient wanted to know if it was possible to have a manufacturer representative meet with them.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the steps taken to resolve the patient feeling stimulation closer to the implant site were that the patient turned the stimulator off after trying every possible program. The patient made an appointment with their health care provider (hcp) for (B)(6) 2016 and also saw their hcp on (B)(6) 2015. After the patient¿s visit with their hcp nothing had been resolved. The hcp told the patient they had to make the decision whether they wanted another surgery to repair the stimulator that had a loose wire, go for botox injections, or go back on medication, which didn¿t work before. The patient was at a total loss at what to do. The patient still had discomfort and spasm when they eliminated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0s8ed, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had been having some problems with their implant since (B)(6) 2015. The patient had been wetting themselves. Literally when the patient felt the urge to go they just went and it was horrible. The patient saw their health care provider (hcp) on (B)(6) 2015 and adjusted stimulation to program 3 with stimulation set at 1.2v. The patient went to use the patient programmer to check the implantable neurostimulator (ins) status and make sure stimulation was set where it was supposed to, but couldn't get the programmer to increase stimulation. The patient contacted someone and they indicated that the buttons were not working. The patient described troubleshooting and it was come to the conclusion that the patient's therapy had been off and that was why the patient couldn't increase stimulation. The patient was able to sync with the ins, verified that stimulation was now on, and verified that the increase button worked fine. The patient was able to increase stimulation to 1.3v and then decreased back down to 1.2v. The patient programmer was functioning as it should. The patient used to feel stimulation in the vaginal area, but now they felt stimulation closer to the implant site on (B)(6) 2015. The patient contacted their health care provider's (hcp's) office and they scheduled their next appointment in 6 months. The patient had no improvement in symptom control by (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.